Manufacturer narrative:
Relevant tests/laboratory data, including dates , corrected data; initial MDR inadvertently listed incorrect impedance dcdc code.

Event description:
A programming history review was performed on (B)(6) 2015 and high impedance event was noted from the history. The patient who is implanted with this device is unknown. Attempts were made for additional information but no further relevant information has been obtained.